Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Patient sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Lot number: requested, not provided. Expiration date - unknown due to unknown lot number. UDI - requested, not provided. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown lot number. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the involved angio-seal was used during the procedure, and the suture separated from the device. When the anchor was deployed, the angio-seal device was being pulled upward to apply tension, then the suture became separated from the device. As the suture was separated from the device, the physician pulled the suture upward manually to maintain tension, then the collagen was successfully positioned by pushing the tamper tube. The hemostasis procedure was successfully completed. The procedure before deploying the device was a percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 6 mm. There was no health damage for the patient. Blood loss was less than 250cc. There was no patient injury, medical/surgical intervention required. There were no other equipment or devices used with the reported product.

Manufacturer narrative:
One used 6fr angio-seal vip device was received for product evaluation. The carrier tube assembly was returned separated from the sheath. No accessory components were received. Visual inspection revealed that the carrier tube assembly was separated from the hemostasis sheath and the deployment sleeve of the carrier tube was in full rear lock position with color bands fully exposed. Neither the collagen nor the anchor was returned. The overall condition of the device was consistent with full deployment. There were no signs of damage or deformation noted with the returned device. No tamper tube was returned. No other visual anomalies were noted. The tensioner hub was removed from device cap to check for anomalies within the spool. There was no suture remaining into the spool and the suture was found still tethered to the suture tensioner disk. The distal end of the suture was examined under the microscope and it appeared to be cut with a blade. No gross visual anomalies were noted with the tensioner disk. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The investigation results verified the returned sample was of the normal product. The exact cause of the reported event cannot be definitively determined based on the available information.